Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. Visual inspection was performed and noted the tubing was separated from the third y-site in the downstream part. The solvent was not uniformly applied around the tube. Pressure test and clear passage test were performed with no issues noted. Dimensional test was performed with no issues noted. Pull test was performed with no issues noted. The reported issue was verified. The cause was determined to be related to the machine used during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link flo set came apart at the y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.